Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was attempted due to patient anatomy. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted due to patient anatomy. Also, this lead was kept by the hospital. A new lead with different model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.